Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by aging deterioration of the parts on the power unit with long-term use resulted in instability of lamp ignition and the spare lamp igniting intermittently. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a faulty main pc board which caused high intensity issue and the spare lamp working intermittently. Additionally, the slider connector was damaged, and the turret unit motor failed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii xenon light source to the service center. During a standard inspection and estimation of a customer returned asset, the power supply switch failed. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.